Event description:
While preparing the model 3100a for use on a pt, the 3100a would not pass pt circuit calibration. The operator found the dump valve diaphragm on the pt circuit to be bad. It was replaced and the pt treatment begun without compromise to the pt.